Manufacturer narrative:
Correction: d2. The device was returned to zoll medical germany. During the investigation it was noted that the reported problem relating to the no video display was verified. As a result, the lcd color display cable was replaced to remedy the problem. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.